Event description:
It was reported the video telescope had a b31 scope communication error, intermittent image disappearance, and intermittent image noise. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Corrected fields: d9 the device was returned to the regional service center (rsc) for inspection and the reported failures were confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was light corrosion on the tesu board (r-unit component failure) and color abnormality. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the b31 error and the image noise were due to component failure of the charged coupled device (r- unit) or the universal cable. Furthermore, the corrosion on the tesu board and the color abnormality were due to a component failure of the r-unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.